Event description:
It was reported that the catheter hub was cracked and leaking lytic. An ekos endovascular device, 106x12cm was selected for use in a bilateral case to treat the patient's pulmonary embolism. Both ekos devices were placed without issue and therapy began. Near the end of ekos therapy, it was observed that one of the ekos catheters was cracked at the hub and leaking lytic. Therapy was continued despite the issue, and the patient was successfully treated. The patient was reported to have done very well, and there was no undesirable patient outcome.